Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead had dislodged. This occured when they were repositioning the associated left ventricular (lv) lead. The physician was hoping to reposition the same rv lead but was unable to due to the stylet being stuck in the lead. This lead was removed and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was explanted and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.